Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) safety disk replacement error. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) checked unit and says safety disk replacement due error. Replaced the safety disk and performed all functional tests, also fse confirmed everything was operational, run the unit for over four hours without any alarm reoccurring, and subsequently handed it over to the customer in good working condition.

Event description:
N/a.